Event description:
A patient's spouse reported that the v-go device fell off the patient about 20-24 hours into use. The patient wears the v-go on their abdomen. The v-go call center (vcc) oriented the patient's spouse regarding usage to avoid scars, bone, muscle, and folded skin when choosing the infusion site. The spouse was advised about keeping v-go horizontal above the belt line. The spouse confirmed that the patient did not touch the adhesive pad before they attached v-go. The v-go in question, was the first v-go device that the patient started a day prior, and the diabetic person trained them at the healthcare professional (hcp) office. The patient's spouse confirmed that they know how to prepare the infusion site properly. The patient confirmed that there were not excessive movements or exercises related to this event. The device is not available for return to the manufacturer for evaluation.